Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch verio iq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy occurred at 9:43am on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿521 and hi mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The reporter did not state what medication, if any, the patient takes to manage their diabetes and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. At 7:30am, prior to the alleged product issue, the patient developed the symptom of ¿mumbling¿; a symptom which the reporter indicated the patient associated with low blood glucose. In response to this the reporter called the emergency medical services (ems). When they arrived, they tested the patient¿s blood glucose on their meter and obtained a result of ¿28mg/dl¿. In response to this the patient was given IV glucose by the ems as well as food and drink to raise their blood glucose. Around two hours after, at 9:43am the patient obtained the alleged inaccurate high readings of ¿521 and hi mg/dl¿ on the subject meter. At the time of troubleshooting the cca noted the unit of measure was set correctly on the subject meter. The reporter performed a control solution test and the result fell out with the acceptable control solution range for the test strip lot being used. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. The subject device could not be ruled out as a cause/contributor towards this event.